Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a qdot micro catheter and post procedure the bwi product analysis lab identified a hole on the surface of the pebax. During the procedure, toward the end of the case, while ablating with the qdot micro catheter in q-mode on the posterior wall, a "high temperature slope" alert appeared on the ngen¿ rf generator. After the catheter was removed from the patient and the tip inspected for char, it was flushed and put back into the patient, and the issue returned on the next attempted ablation. The interface cable was exchanged without resolution. The qdot catheter was replaced and the issue resolved. The case was continued successfully. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test, temperature and impedance test of the returned device were performed. Visual inspection of reddish material and a hole in the surface of the pebax. A temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31663647l, and no internal action was found during the review. The reddish material inside the pebax could be related to the high temperature reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instruction for use (IFU)recommended: when radio frequency (rf) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected and flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. The catheter instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).